Event description:
Per the physician, the patient was explanted, due to an infection at the implant site. Patient was explanted in 2009 and reimplantation is planned, but had not taken place at the time of this report two months later.